Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. It was also found that the subject device exhibited an e218 scope malfunction error code and image noise due to a damaged charged coupled device unit. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined, however, it is likely irregular load to the bending section causing the image sensor unit to be broken led to the reported malfunctions. The event can be detected/prevented by following the instructions for use. Specifically, instructions for ltf-s190-5 operation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ ¿¦inspection of the endoscopic image¿. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the flex deflectable videoscope exhibited blackout and no image. The issue occurred during an unspecific therapeutic procedure which was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
E1- establishment name: (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.